Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number 400604168. One used sample in open packaging was returned for evaluation. The sample was visually evaluated and noted that the most proximal y-caresite valve was detached from the tubing and patient connector from the bonded joint. Under magnification, it was noted the tubing showed an insufficient amount of solvent on the tubing. Based on the evaluation results, the reported defect of detachment was confirmed. An approved project is in place to address the issues of disconnection at bonded joint. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: detailed inquiry description: set fell apart at the lower injection port.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.